Event description:
The customer representative reported via phone call that the customer experienced low blood glucose levels. The customer's blood glucose was between 46 to 60 mg/dl. The customer stated that she believed that the issue was related to her settings. She stated that she had done her first infusion set change in the morning, and it had gone well. She treated with snacks and declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.